Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found cable flooding, flooding of the image pickup (ccd), corrosion of electrical contacts, twisted cable, and connector watertightness failure. Based on the results of the investigation, it is likely that the following led to the malfunction: it was confirmed that the phenomenon was caused by flooding of the cable and the image capture (ccd). The cause of the flooding could not be identified from the information obtained from this complaint and the results of the investigation. A definitive root cause cannot be identified. The cause of the flooding could not be identified from the information obtained from this complaint and the results of the investigation. This issue is addressed in the instructions for use (IFU): endoscopic image disappearance and freezing warning please strictly observe the following endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. - do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. - be very careful not to scratch the camera cable with sharp objects. - do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. - connect the video connector to the otv-s7v when it is sufficiently dry, including the electrical contacts. Wet connection may cause malfunction. - if the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable will break. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. - when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. - hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. - do not secure the camera cable using a pair of pins or the like. There is a possibility that the camera cable may break. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device had no image output during the beginning of an unspecified therapeutic procedure. The intended procedure was completed with a similar device. There were no reports of patient injury or medical intervention associated with this event.